Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that multiple communications alarms had occurred. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2019 with the following findings: review of the pump history did not reveal any records of call service alarms. The pump powered on normally and was exercised for 12 hours without emission of call service alarm. Investigation did not duplicate the complaint.